Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy or associated devices during use. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery. A 3.0x20mm armada 14 balloon dilatation catheter (bdc) was prepped per the instructions for use. The bdc was advanced to the lesion; however, the balloon ruptured during first inflation at 4 atmospheres. The procedure was successfully completed with a new 3.0x20mm armada 14 bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.